Manufacturer narrative:
Customer service sent the customer replacement breast pumps and return of her original devices was requested for testing/evaluation. In follow up with a complaint handler on 05/27/2021 (which became our aware date), the customer indicated that she developed mastitis on (B)(6) 2021 and again on (B)(6) 2021 and was prescribed an antibiotic each time. She indicated that the replacement freestyle flex pump was working without issue and her mastitis was resolved. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021 the customer alleged to medela llc that her pump in style maxflow breast pump's suction was too strong and causing her pain. She additionally alleged that she also had a freestyle flex breast pump that had low suction, which caused mastitis after two weeks of pumping. She indicated the suction was now getting worse and she started experiencing warm breasts and clogged ducts.